Event description:
A complainant alleged that she experienced respiratory issues, headaches, and sneezing, after using pdcare surface disinfectant.

Manufacturer narrative:
The complainant sought medical attention with a general practitioner on two occasions with regard to her headaches, as over-the-counter medicine did not alleviate her symptom. No diagnosis was provided by the doctor; however, the employee was prescribed flextra 650. To date, the complainant is doing fine. Her symptoms subsided when a mask was worn and the recommended pdcare spray bottles for the product were utilized. An evaluation was performed on the returned sample, yielding results within specifications and acceptable parameters. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no other complaints were received with regard to this lot.